Event description:
It was reported that during a lap colostomy take down when the surgeon was taking her hand out of the device top seal burst and was not in contact with heat or metal. Put a ld111 to complete the case with no patient consequence. One device to be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.